Event description:
On (B)(4) 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the procedure, pressure was lost in the compression balloon due to a potential balloon leak. The procedure was completed with another of the same device. The patient's condition was reported as "fine."

Manufacturer narrative:
(B)(4). The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).